Event description:
It was reported that 5 weeks post successful stent implantation the stent thrombosed. Reportedly 60 minutes post treadmill the patient experienced chest pain and an angiogram revealed a thrombus at the stent location. Reopro and angioplasty were used to successfully open the stented area. Reportedly the patient tolerated the procedure well.